Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not making effective use of the audioprocessor. Normal results were previously observed in electrophysiological tests. During the last appointment, these results were no longer observed.

Manufacturer narrative:
Additional information: based on the received information, the presence of a transient air pocket over the reference electrode can be assumed. In addition, one electrode channel seems to have migrated out of the cochlea, as confirmed by diagnostic imaging. However, the user reportedly benefits from the device, which remains implanted and in used.

Event description:
It was reported that the user's hearing performance with the device is affected. Per additionally received information, re-implantation is not considered as the user now presents good listening skills with the device.